Manufacturer narrative:
The manufacturer has completed the evaluation of a ventilator that was allegedly alarming for a "service required" condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management pca and internal battery were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" condition. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.